Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level over 40 mg/dl. Customer feels ok to troubleshoot for low blood glucose reading. Customer current blood glucose reading was 189 mg/dl. Customer blood glucose reading at the time of the incident was 40 mg/dl. Customer high blood glucose reading started (B)(6) 2017. Customer also had 47 mg/dl blood glucose reading. Customer blood glucose reading was 280 mg/dl. Customer did not mention if they contacted their healthcare provider. Customer treated their low blood glucose reading with food and treated their high blood glucose reading with insulin pump. Reservoir was showing the same amount of insulin as shown on the status screen. Customer was advised to avoid exposure to any strong magnetic fields. Infusion set was changed (B)(6) 2017. High pressure test was not performed. Insulin pump will not be returning for analysis.

Manufacturer narrative:
The information provided for product code and common device name with the initial report was incorrect. The correct information has been updated with this report.